Event description:
The device at issue appeared to prime very slowly, once primed the antibiotic bag was attached and the chamber did begin to drip. However, the antibiotic did not infuse in the time anticipated which is when I realized that the primary set was infusing along with the secondary set, which should not have been possible. After extensive, unsuccessful troubleshooting of the suspected faulty secondary set I replaced it with a new one which worked just fine.